Manufacturer narrative:
The insulin pump received with a failed battery test alarm denying access to the menu. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to a failed battery not allowing access to the menu. The test p-cap locks properly in place of the reservoir tube. The insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board a 1, electrical board a 2, force sensor, and motor assembly. Scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded motor home switch, and minor scratches on liquid crystalline display window noted during visual inspection. In summary, customers allegation for exposure to moisture was confirmed at electrical board a 1, electrical board a 2, force sensor, and motor assembly. Critical pump error (open book image) alarm was not confirmed. Unable to download history files and traces confirmed. Failed battery test was confirmed on boot up due to moisture damage on electrical board a 1 and electrical board a 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received from medtronic indicated that the insulin pump had critical pump error with open book image. Customer stated that they performed safety checks and error was found. The troubleshooting was performed. No harm requiring medical intervention was observed. The insulin pump will be returned analysis.